Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with damaged battery "verify the alarm" . This condition had the potential to interrupt delivery. It is unknown where this event occurred. This event occurred when "was found so". There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with "verify the alarm" was confirmed and reproduced by baxter personnel. The root cause of this condition was determined to be supply voltage of the central processing unit circuitry being too high due to a defective main battery. The main battery was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.